Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 14th distal stent wrap with struts raised. No deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel due to blood/contrast in the lumen. The returned images show an overhead photo of the device and 2 photos of the distal portion of the device including the stent and distal tip. Deformation is evident to the mid stent with struts raised. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug eluting stent was intended to be used to treat a moderately calcified lesion in the prox rca exhibiting 80% stenosis. No damage was noted to the packaging. No issues were noted when removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The stent was not damaged prior to insertion. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. There was one attempt to deliver the stent. No resistance was encountered when advancing the device. Excessive force was not used during delivery. The resolute integrity device exited the tip of the 6f launcher guide catheter. Photos received show damage to the mid stent section.

Manufacturer narrative:
Additional information: patient information - post-procedure, no patient injury is reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows the lesion in the proximal rca as reported by the account. A device is delivered and positioned at the lesion. It appears to be a balloon though it is not possible to confirm due to the image quality. An image shows what appears to be a stent positioned at the lesion. An image appears to show stent deformation in the mid stent region, however due to image quality this cannot be confirmed. A final contrast image of the lesion is taken. There appears to be improved vessel patency as shown by the flow of contrast through the vessel. If information is provided in the future, a supplemental report will be issued.